Event description:
Gastric perforation. 6fr pvc infant feeding tube was in place for gastric feeding, having been placed 5/7/97.with no other info to work on, and the tube not being available for exam, co concluded that this was a spontaneous gastric perforation. Co sent a medical journal article discussing this phenomenon to the rptrwho said that this incident could now be closed.